Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who received unknown baclofen with an unknown concentration and dose via an implantable pump. The patient's medical history and concomitant medications were not obtainable. It was reported that at the two previous refill visits, in (B)(6) 2016, the volume removed from the pump reservoir was higher than expected, about 10 to 12 ml instead of 2 or 3 ml. In addition, the patient experienced return of spasticity symptoms. It was decided by the neurosurgeon to replace the pump and catheter. Surgical intervention did not occur but it was planned and not yet scheduled. As of (B)(6) 2016 the explant date was not yet defined. There were no external, environmental, or patient factors detected that led or contributed to the event. The product was expected to be returned. At the time of the report the issue was not resolved and the patient's status was alive-no injury.

Event description:
The representative further reported that before replacing the device, the physician asked that a scanner of the catheter be performed and that showed no anomaly on the catheter. The pump and catheter were replaced a week ago, approximately on (B)(6) 2016. These products were expected to be returned. The patient was feeling much better.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found no anomaly. Analysis of the catheter (lot # unknown) found the sc connector had co ring/tear/cuts in seal that possibly caused an occlusion (not mis-aligned) and coring/tear/cuts in the seal met leak criteria per (B)(4). The catheter was not patent at check-in to the rpa lab, but leaking at the connector was seen during catheter patency test. Analysis note; ip logs indicate the drug in the pump was baclofen (2 ,000 mcg/ml, programmed simple continuous dose of 399.7 mcg/day) the previously reported conclusion code no longer applies to this event.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.